Manufacturer narrative:
Additional information was received on 9/30/2020. The female patient is 67 years old (68kg). The event was discovered during use of biosense webster, inc. Products. The physician¿s causality opinion is procedure related. The patient¿s condition has improved. No evidence of steam pop. Therefore, populated a2. Patient age at the time of event; a2. Age unit; a3. Sex; a4. Weight of the patient and a4. Weight unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30338904m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred during left pulmonary veins (lpv) ablation (after posterior wall ablated, before anterior wall ablated). Patient's blood pressure gradually decreased during pulmonary vein isolation (pvi). It was close to 100/80 at first, but it eventually decreased to about 60/30mmhg. The procedure was immediately interrupted, the effusion was confirmed by echo and drainage performed. The procedure was then discontinued. The patient underwent drainage and blood pressure immediately recovered. It did not become serious. About 300 ml of blood was drained, blood pressure immediately recovered, and the patient was discharged from the catheter room without any serious complications. The physician¿s commented that since the color of the blood was black at the time of drainage, it was judged to be probably tamponade of the right heart system. In this procedure, a novice doctor inserted the catheter from transseptal to the left atrium, and operated the sheath in an unusual direction at that time, which was considered to be the cause. At that timing, the biosense webster product was not inserted into the heart, and it was judged that there was no causal relationship between this event and the bw product. There was no report of extended hospitalization. Since ablation was performed before noticing the effusion, the event is conservatively coded under the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.